Event description:
A customer reported damage to the pump housing around the usb port, affecting the ability to charge the pump, though the pump did not shut down due to the issue. There was no adverse impact to the customer's blood glucose level as the customer declined to provide specific values. Technical support decided to replace the pump, and the customer continued using the current pump without interruption to insulin delivery. The pump was confirmed to be within warranty, and the customer was advised to return the defective pump using a pre-paid label and was informed to allow the battery to deplete before transport.